Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown product performance issue. As a result, this patient was hospitalized and a lead revision was performed. The lead was surgically abandoned and a new ventricular lead was implanted. No additional adverse patient effects were reported. Pa